Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter the after removing and replacing the cassette, the pump was able to be restarted. It was reported that there were no air bubbles in the line. Per reporter patient "did not finish the infusion because he did not want to wait at the clinic." "Total volume 92ml and resvol 4.7ml" reported. Per reporter no additional information is available. No adverse patient effects were reported.